Event description:
It was reported by the user facility that the remb oscillating saw was leaking and the blade popped out twice when the surgeon removed the drill from the patient after cutting during a procedure. The blade was lodged in the bone. The blade was reinserted into the handpiece both times. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
B5: updated with additional clarifying email from the customer.

Event description:
It was reported by the user facility that the remb oscillating saw was leaking and the blade popped out while cutting hard bone during a procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported events were duplicated by the diagnostic engineer. Disassembly revealed debris inside the blade mount.

Event description:
It was reported by the user facility that the remb oscillating saw was leaking and the blade popped out twice when the surgeon removed the drill from the patient after cutting during a procedure. The blade was lodged in the bone. The blade was reinserted into the handpiece both times. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.